Manufacturer narrative:
B3-date of event is estimated. A review of documentation supplied with the implant states that electro-surgery devices should not be used in close proximity to an implanted system. The results of the investigation are inconclusive since the device was not returned for analysis.

Event description:
It was reported patient was unable to connect with pc and not providing therapy. Patient underwent an unrelated procedure and had not placed the ipg in surgery mode. Company manufacturer met with patient and unable to reconnect after several attempts of troubleshooting. Surgical intervention may be undertaken at a later time.